Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned ,therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e., 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to a patient increases the risk for fluid overload. To reduce the risk of hypervolemia the procedure must be terminated if the fluid deficit exceeds 800cc. Reference internal complaint (B)(4).

Event description:
During a myosure procedure for removal of a uterine submucosal fibroid, measuring between 4 and 4.5 cm, a patient experienced a fluid deficit of 2450cc 14 minutes into the procedure. Normal saline was the distension media in use. A fluid management system was in use. The procedure was 50% completed when the patient had a convulsion. The procedure was aborted. No treatment was given for the convulsion or fluid deficit, but the patient was admitted for overnight observation. Serum electrolytes were within normal limits 4 hours after the procedure. On (B)(6) 2012, it was reported that the patient was discharged home the next day and has been scheduled for a neurological work-up.